Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. When the physician tried to pull out the lead during explant procedure, the lead tip broke off near the clavicle area. This rv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This right ventricular (rv) lead was kept by the hospital and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.